Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump gave motor rewind error related call service alarm multiple times in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2014 device evaluation: the pump has been returned and evaluated by product analysis on 09/29/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found multiple occurrences of the reported call service alarm on the complaint date. The pump powered up with auditory and vibratory features. All the buttons responded properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The reported motor rewind alarm was verified in the black box but not duplicated in the investigation. Unrelated to the reported call service alarm issue, the display was found to be dim and discolored.